Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was t wave oversensing resulting in pacing inhibition greater than two seconds of asystole. The patient had an intrinsic conduction that was being double counted due to the t waves. The rwave amplitude signal was good, but the morphology appeared to be different. Boston scientific technical services (ts) suggested an x-ray to assess the system. At this time evidence suggests the pacemaker and right ventricular (rv) lead remain in service and no adverse patient effects were reported.